Event description:
It was reported that the bd safetyglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: pharmacist stated that there was plunger rod resistance and no medication would flow through needle. Using a non-bd syringe with bd needle. Customer stated resistance within needle itself he had to use both thumbs to be able to administer medicine. Customer stated they went through 8 boxes and tested random needles and all had resistance problems.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Sixty three samples were provided to our quality team for investigation. Thirty two samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow and no leakage was observed.. Furthermore, a device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.